Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen display was grey with pink lines running across the screen. Reportedly, the customer was unable to access the features of the pump as the display was not operating. The customer's blood glucose level was 105 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.